Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer experienced similar issues before and was using the current pump as a backup therapy. Technical support decided to replace the faulty pump. Instructions for putting the pump into storage mode were provided, and arrangements were made for the customer to return the problematic pump within 10 days using a pre-paid label.